Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 26 mg/dl. Customer is not sure what caused the low blood glucose. The current blood glucose reading is 147 mg/dl. Nothing further reported.